Event description:
During an implant procedure, the lead was unable to be connected to the header of the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a contact spring anomaly was confirmed. A displaced atrial ring spring was found in the atrial lead bore. The observed ring spring anomaly was caused by a manufacturing anomaly.